Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was examined; this showed extensive wear, including a cracked enclosure, cracked tank, worn line cord, damaged front cover and damaged pole clamp. The investigator attempted to perform functional testing but the device would not power on. The power issue was determined caused by user damage to the power switch.

Event description:
It was reported the device display did not work. No adverse effects reported.